Manufacturer narrative:
Unit received with unresponsive down arrow button due to corroded keypad traces. Unit received with cracked case at display window corners, reservoir tube lip and battery tube threads. Unit received with minor scratched display window. Unit received with missing end cap sticker. No cracks at or near reservoir tube window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had cracks near the reservoir window. The customer's blood glucose was unknown at the time of incident. No further information was provided.